Event description:
It was reported that the patient developed an epidural hematoma after paddle implant procedure. It was believed that the cause was procedure related. The patient underwent a paddle explant procedure and has regained full function of his legs postoperatively. The explanted components were disposed by the facility.